Event description:
Device malfunction: hole in balloon. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure in the heavily calcified, superficial femoral artery, the foxcross catheter did not cross the lesion and the balloon was not inflated. However, upon removal of the catheter through existing stent implants, the balloon was found to have been "ruptured." Reportedly, it was believed the balloon caught on the stent struts resulting in the balloon "rupture." There was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.